Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse was unable to duplicate the problem. The device ran and passed all performance and function tests.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) screen on pump is frozen. There was no reported injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.